Manufacturer narrative:
Additional information is not yet available for this event. Event date is not available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the image cuts in and out. This is attributed to the faulty charge couple device unit. In addition the device had a kink and shortage in the cable that caused horizontal lines in the image. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during preparation for use the device yields an intermittent image. No error message was received. There was noted a kink in the cable. There is no patient involvement and no harm to any patient.

Manufacturer narrative:
There is more information on the device evaluation and an update in the initial reporter occupation. This supplemental report is being submitted to provide this information. The device history record (DHR) review confirmed that device has no manufacturing abnormalities, special hires, or variations. There is no repair history for this device. Since there is no abnormality at the time of shipment from DHR, it is probable that this event occurred due to cable disconnection and charge couple device (ccd) unit failure due to excessive force applied during user handling.